Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in d9, h3, & h10. The device was returned, and a more thorough evaluation was conducted by olympus; however, the investigation is still ongoing. While inspecting the device, it was confirmed that the image was not present due to a break in the cable. This break was causing interference stripes in the image. This cable will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and it was determined that a communication failure occurred due to a cable failure and interference fringes occurred in the image. The cause of the cable failure could not be estimated. It was proven that the interference fringe was generated in the image by the cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus hd camera head due to noise being present in the image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, no image was found. If additional information becomes available following the device evaluation, a supplemental report will be filed.